Event description:
It was reported the patient did not recharge the ipg as patient lost the charger. As a result the ipg became inoperable. Surgical intervention may be pending to address this situation.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was received that patient underwent surgical intervention to explant and replace the ipg. Effective therapy was restored post-operatively.